Event description:
The customer reported an issue where the device failed to give audio alerts. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. There was no adverse impact to the customer¿s blood glucose level.